Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 11 years and 3 months due to structural valve deterioration with calcification. According to the op report, intraoperative transesophageal echo was performed demonstrating a very fixed fibrotic calcified bioprosthetic valve. The mitral valve was normal with just trivial amount of insufficiency. The aortic device was replaced with a new edwards bioprosthetic valve. The patient was reported to have tolerated the procedure well. No other details provided.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. The term structural valve deterioration refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve. In this case, it was reported that there was calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.